Manufacturer narrative:
Implant regio 25 fractured. Construction was a single crown placed on the implant. Bone loss and implant instability was caused by patient related periimplantitis. Fracture was caused by mechanical overloading of the implant after 15 years in situ.

Event description:
Implant fracture.